Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Lead had no sensing or capture reported on hmsc and confirmed in office follow-up. Lead was dislodged, confirmed with x-ray and successfully repositioned in the right ventricle.